Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis. The investigation determined the reported failure to advance to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Dissection and occlusion are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The 2.75 x 28 xience prox referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a high grade stenosed lesion located in the proximal right coronary artery that was heavily calcified. The lesion was pre-dilated using a 2.0 x 12 balloon without success. A second attempt was made with a high pressure 2.5 x 12 mm balloon at 24 atmospheres which was successful. The xience prox 3.0 x 38 and 2.75 x 28 mm stent delivery systems were both unable to cross the lesion due to the patient anatomy. Afterwards, a high pressure balloon was used for pre-dilatation again. There was a dissection of the right coronary sinus and transient occlusion of the right coronary artery, however the physician could not clearly state which device caused the dissection or what caused the occlusion. A non-abbott stent was implanted to restore blood flow and another non-abbott 3.0 x 38 stent was successfully deployed at 14 atmospheres to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.